Manufacturer narrative:
Failure analysis noted that the pump had a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and cracked case near display window corners noted during visual inspection. Analysis was unable to prime and a compromised force sensor alarmed during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump passed displacement test. No motion sensor test failure alarms noted. The motor tested ok. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly and motion sensor test failure alarm. Blood glucose at the time of incident was 100mg/dl. The customer states the insulin pump continues to go back to fill tubing it. The customer was advised to attempt to fill the tubing, but it failed. The customer states they are unable to exit the "preparing to prime" loop. Troubleshooting was able to resolve the issue. Troubleshooting was able to assist the customer exit the bolos delivery loop. The customer was assisted in reviewing the alarm history and noted the motion sensor test failure alarm. The device will be returned for analysis.